Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her blood glucose was 385 mg/dl last night. She changed the infusion set three times and her blood glucose decreased to 295 mg/dl. When she woke up this morning her blood glucose was 35 mg/dl. She treated the low blood glucose with two glucose pills and with food. Troubleshooting was declined for the low blood glucose. No products were returned or replaced.